Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1, -12.5/1.5/092 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a longer length lens due to low vaulting. The problem resolved. The cause of the event was unknown.